Event description:
Form 3500 must be submitted if a secondary malignant finding occurred. In 2008, mammogram and core biopsy revealed microcalcifications of the left breast - original diagnosis on right side - and a stereotactic core showed dcis.